Manufacturer narrative:
(B)(4). Meter and test strips were not returned for evaluation. Manufacturer contacted customer in a follow-up call to ensure the initial concern is resolved - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for error message (e-5). The customer is concerned with tests results obtained of error e-5. The expected fasting blood glucose test result range is undisclosed. At the time of the call, the customer did not report symptoms related to diabetes. Previous medical attention was reported. The product is stored according to specification in the living room. During the call a back to back blood test was performed by the customer and produced test results of e-5 using the meter and customer contacted diabetic specialist. The test strip lot manufacturer¿s expiration date is 01/31/2022 and open vial date is 5 days ago. Customer stated blood sugar does run high in the 500's mg/dl fasting. The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
Sections with additional information as of 18-feb-2021: h6: updated FDA's method, result, and conclusion codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Most likely underline root cause - (B)(6) poor tech-other /user has high glucose value.